Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was replaced the system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display live images. No pt injury was reported.